Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid inside the cassette door of their cycler during the end of peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has continued with peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the heater tray was touching the cycler cabinet. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.